Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
The customer reported their AED's asi is blank and it will not power on. No additional information provided. This event was not reported as occurring during patient use.